Manufacturer narrative:
(B)(4). The meter has been returned and an investigation is in progress. A follow up report will be filed when investigation results are available. Customers and retailers have been informed through the adc fa16may2006 letter.

Event description:
A customer reported that they obtained imprecise readings on their precision xtra/optium meter. The customer obtained the following comparison readings within a ten minute timeframe. Each set of readings were plotted on a parkes error grid against the average. One result fell in the 'c' zone (41 and 304) showing that the difference in readings is considered clinically significant. All other results fell in the 'a' and 'b' zones.